Manufacturer narrative:
The investigation determined that higher than expected vitros valproic acid (valp) results were obtained when performing a patient sample correlation on a vitros 5600 integrated system. The investigation was unable to determine an assignable cause for the higher than expected vitros valp results when performing a patient sample correlation. Since the customer obtained acceptable performance when using vitros valp lot 2511-26-6892 in combination with the vitros 5600 system after both calibration events on (B)(6) 2019, a reagent or analyzer related issue is not a likely contributor of the event. Sample handling/storage information was not provided for the two-hour delay between the results using the (B)(6) calibration and the results after restoring the previous calibration. Improper sample storage may be the cause or contributor to the higher than expected valp results, although this could not be confirmed.

Event description:
A customer obtained higher than expected vitros valproic acid (valp) results when performing a patient sample correlation on a vitros 5600 integrated system. Patient sample 8 vitros valp result 438.9 umol/l versus the expected valp result 354.2 umol/l. Patient sample 11 vitros valp result 545.03 umol/l versus the expected valp result 421.46 umol/l. Patient sample 13 vitros valp result 316.13 umol/l versus the expected valp result 243.35 umol/l. Patient sample 14 vitros valp result 407.93 umol/l versus the expected valp result 338.27 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros valp results were not reported outside of the laboratory. Ortho was not made aware of any allegation of actual patient harm due to this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers: (B)(4).